Manufacturer narrative:
The ventilator was investigated by our field service engineer. The safety valve and expiratory cassette membrane was cleaned. The ventilator then passed pre-use check and was cleared for clinical use. No parts were replaced and no ventilator logs were provided. The reported event with this specific technical error code indicates that the safety valve was detected as open without the fulfilment of the conditions for opening the valve. The root cause of the technical error code has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Patient involvement is unknown. Manufacturer's ref #: (B)(4).